Manufacturer narrative:
The customer declined any additional service to repair their affiniti ultrasound system. Therefore, no failure analysis of the system could be performed. The root cause of the failure could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : customer refused service.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon completion.

Event description:
A customer reported an affiniti 70 ultrasound system locked up during a diagnostic cardiac procedure. Another ultrasound system was required to proceed with the examination. There is no allegation of harm or affect to the patient outcome caused by the lockup.